Event description:
Patient was desaturating,so clinician did a recruitment maneuver. Maneuver went well. Clinician was then standing at the patient bedside watching the monitor when the hfov depresserized. Clinician tried to repressurize once then stopped. It took 2-3 minutes to get the machine working again. Machine was then switched out for another a few hours later. Manufacturer response (as per reporter) for ventilator, high freq ventilatorcarefusion field service(fs) tech in one week later and replaced pressure adjust knob assembly. Fs tech completed circuit and perfomance checks and validated unit ready for patient use.